Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 failed to secure. A backup device was readily available. It is unknown if there was any delay to the procedure. No patient injuries were reported.

Manufacturer narrative:
Visual assessment showed the depth straw has been trimmed to the surgeons desired length. The insertion needle is bent. No ts or suture remain on the insertion needle but were returned for examination. The suture/t construct is missing t1. T2 and the suture show no abnormalities. Dimensional assessment of t2 confirmed it meets print specifications. The reported complaint of the t not securing indicates that the anchor was not implanted through the meniscus. Per the device IFU ¿advance the needle into the outer meniscal fragment, bisecting the fragment, until the implant pops through the meniscus¿. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.